Event description:
Pt had arthroplasty done to right knee in 1989 at another facility. X-rays showed loosening of the tibial component. As pt has had continued problems with the knee, the pt was admitted for a replacement of knee arthroplasty.